Event description:
The customer reported the pump tubing broke and leaked an entire bag of methotrexate onto the floor. No patient or staff harm was reported. Medical intervention was not required. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). The customer stated the product was discarded. The customer complaint of set broke and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.